Event description:
Customer's mother reported customer received low glucose reading (69 mg/dl) from their freestyle flash meter. Customer's mother reported customer experienced symptoms of thirst, vomiting, weight loss and "sick with ketones". Customer was brought to yale new haven hospital where she was being diagnosed with severe hypoglycemia and treated with "anti-nausea" medication, intravenous solution and adjustment on her insulin medication.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for investigation. A follow-up report will be filed once investigation results are available.